Event description:
It was reported that: physician deployed manta as per IFU to right cfa site. After retracting radiopaque lock advancement tube, pulsatile bleed noted by md. Md applied manual pressure immediately x 15 mins. On re-check, noted continued moderate bleed. Md then chose to perform cutdown to right cfa. Additional information: during an evar procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7mm with moderate tortuosity above the access site in abdominal aorta and no reported calcification. Measured depth for the manta was 5.5+1=6cm and there were no issues advancing or with drawing procedural sheaths. Systolic blood pressure was 110mmhg prior to closure. An unknown dose of protamine was administered during the procedure. The surgical cutdown was successful. The manta was found in the tissue tract, fully intact as per team. The patient was reported as fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. A photo of an angiogram pre-closure was obtained by vsi however, it was inconclusive and did not provide any information relevant to the analysis. The device lot history record review indicated during lot release of manta lot (mn220469) a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was planned for closure in the right common femoral artery. A centrally positioned access was achieved utilizing micropuncture and ultrasound guidance. Arteriotomy measured 7.0mm, a measured depth of 5.5cm + 1cm with moderate tortuosity above the access site in the abdominal aorta. The patient was 155.5cm, weighing 107.2kg with a bmi of 44.3. The manta instructions for use warns not to use manta in patients having marked obesity (bmi >40 kg/m2). No issues were encountered advancing or withdrawing the procedural sheaths. The manta device was deployed to the measured depth, following deployment, pulsatile bleeding was noted. Manual pressure was immediately held for fifteen minutes. During a re-check, moderate bleeding continued. The physician chooses to perform a cut-down, revealing the manta was fully intact and was deployed into the tissue tract. There are multiple factors that are possible causes possibly contributing to the tract deployment; a high bmi can cause the manta implant to not catch on the vessel properly during deployment and can cause an ineffective seal at the access site. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and tract deployment is a known risk of the device. The severity of harm is ranked as a 4 due to requiring local surgical repair at the vessel access site arteriotomy which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the IFU and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: physician deployed manta as per IFU to right cfa site. After retracting radiopaque lock advancement tube, pulsatile bleed noted by md. Md applied manual pressure immediately x 15 mins. On re-check, noted continued moderate bleed. Md then chose to perform cutdown to right cfa. Additional information: during an evar procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 7mm with moderate tortuosity above the access site in abdominal aorta and no reported calcification. Measured depth for the manta was 5.5+1=6cm and there were no issues advancing or with drawing procedural sheaths. Systolic blood pressure was 110mmhg prior to closure. An unknown dose of protamine was administered during the procedure. The surgical cutdown was successful. The manta was found in the tissue tract, fully intact as per team. The patient was reported as fine post procedure.